Event description:
The hosp reported that flexible endoscopy had been attempted with the subject device to clear an esophageal foreign body. The users were reportedly unsuccessful in the initial attempt, and the pt was taken to the operating room, where an unspecified model of rigid scope was used to attempt clearance of the foreign body. During this procedure, an unspecified amount of bleeding was reportedly observed. The rigid scope was removed, and an unspecified model of flexible endoscope then deployed, and a perforation was subsequently found in the pt's esophagus. The foreign body was successfully advanced into the stomach, and the pt later developed a "significant amount" of subcutaneous emphysema in the face, neck, and chest.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. The hosp has been contacted for add'l info regarding the reported event. According to the risk mgr, they do not suspect this gastroscope as the cause of the pt's outcome, since there was no reported device malfunction. The endoscope was returned to service and no problems were reported since then. The cause of the user's experience cannot be determined. This report is being filed as an MDR in an abundance of caution.